Event description:
The customer reported the system is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and reseated disk drives, circuit boards, chips, and connectors. System operates as intended.